Event description:
The plaintiff's attorney alleged that the patient returned home after dialysis and within 24 hours experienced a heart attack, was taken to a medical center for treatment and will continue ongoing care. The plaintiff's attorney further alleged that the product "damaged plaintiff's internal organs."

Manufacturer narrative:
This is one event for the same patient involving two separate products.